Event description:
During insertion of double lumen PICC there was no ECG reading from the wire in the PICC to the ultrasound machine. All connections were checked. The wire inside the PICC was removed . There were two places from the tip extending 3 inches that appeared bent. The piece closest to the tip of the wire broke off onto the sterile field.